Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown.

Event description:
During an atrial fibrillation procedure there was a pericardial effusion which required a pericardiocentesis. At the end of the procedure after ablation, a transthoracic echocardiogram confirmed the effusion in the laa after the patient became hypotensive. One liter of blood was drained to stabilize the patient and complete the procedure. There were no alleged performance issues with any abbott devices.